Manufacturer narrative:
System was used for treatment. Kit lot d744 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories centrifuge bowl leak/break and leak centrifuge alarm and no trend was detected for either of these categories. This assessment is based on information available at the time of the investigation. The evaluation of the product returned by the reporter was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4).

Event description:
Customer called to report a blood leak alarm. Approximately 10 cc of blood had been draw from the patient. Customer stated after pressing the start button to begin the patient's xts treatment, a blood leak alarm occurred. The customer stated only 10cc of blood had entered the xts tubing set; therefore, the customer attempted to restart the xts treatment and the blood leak alarm reoccurred. The customer opened the centrifuge chamber and noticed it was damp around the centrifuge bowl. The customer disconnected the patient from this tubing set and aborted xts treatment. Customer stated the patient received a successfully xts treatment with a different xts kit. Customer will return the kit for investigation.

Manufacturer narrative:
The centrifuge bowl associated with the complaint was returned for analysis. The returned bowl was visually examined and there were no signs of a leak from the bowl. The returned bowl was then installed on a test instrument, and after spinning and very small leak was observed at the joint between the 2 major components of the bowl assembly. However, the root cause for the leak could not be determined. The design history report for the associated bowl lots were reviewed and no discrepancies or anomalies were found which may have contributed to the leaks found at the joint on the bowl. (B)(4).